Event description:
It was reported to medtronic minimed that the customer received a replace battery alert, and there were concerns about the insulin pump's damage. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a corroded battery tube (battery leakage) however, passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals there were no excessive or unusual replace battery alerts noted on or close to the event date of 2/23/2025. The pump was cut open to perform a visual inspection. There was moisture damage found on the vibrate harness assembly and pcba 1. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: corroded battery tube, scratched case, stained keypad overlay, cracked select button keypad overlay, cracked battery compartment, and pillowing keypad overlay.the customer complaint of excessive replace battery requests prompts is not confirmed however, moisture damage (battery leakage) was found during a visual inspection.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.